Event description:
Boston scientific received information that during a follow up visit this left ventricular (lv) lead had loss of capture and sensing had decreased from 8.0 mv to 0.8 mv. A chest x-ray revealed that this lead had dislodged and was in the right atrium. A revision procedure was performed and this lead was surgically abandoned. A new lv lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but not in service. This lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.